Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00782. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that patient underwent left hip arthroplasty that was subsequently revised approximately two (2) years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently a revision was performed due to instability. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat#: 00875705201, lot#: 62898496 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners. Cat#: 00625006530, lot#: 62878547 bone scr 6.5x30 self-tap. Cat#: 00625006525, lot#: 62854223 bone scr 6.5x25 self-tap. Cat#: 00771301100, lot#: 62938998 modular femoral stem press-fit plasma sprayed cementless size 11. Cat#: 00784802200, lot#: 62884956 modular neck b 12/14 neck taper use with +0 heads only.

Event description:
It was report that the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately 2 years later due to allegations of instability. Acetabular liner and femoral head were exchanged. Attempts have been made and no further information has been provided.